Event description:
Medial aspect of pt's lip turning inward after collagen treatment. Subsequently, it appears as if possible spasms of muscle of lip might be involved, and mouth feels constricted. Physician has treated pt with oral medrol dose pack.